Manufacturer narrative:
The customer rep examined the system, confirmed the system message (sm), and replaced the solenoid spacers in the fluidics mechanism with c-clip solenoid spacers. Preventive maintenance was performed; the system was then tested and met all product specifications. No sample was returned for eval and therefore, further in-house testing could not be performed. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause of the customer reported event was found to be nonconforming solenoid spacers. An internal investigation was opened to address solenoid spacers either found unglued, broken, or with separation causing the reported system message. (B)(4).

Event description:
A nurse reported during a case, a system message was received when the doctor changed to the phacoemulsification mode. The system was switched out and the case was completed. There was a delay of 10 minutes. There was no pt impact reported.